Event description:
The hospital staff noticed abnormal rhythm and called a code. The staff alleges that the alarms did not alarm and the pace pulse detection counted the pulse as a normal sinus rhythm. The alarm volume was at a very low level. The pt expired.

Manufacturer narrative:
The biomedical engineer for the hospital did an operational check of the system after the incident. He was not able to duplicate the problem. A hewlett-packard customer engineer went to the site and tested the system. He found that the alarm volume was set to minimum levels. The system operated according to specifications. The strips provided were extremely difficult to interpret. It looked like there was a very large and sometimes biploar pace spike associated with the pt's signal. Because of the size and shape of the pace pulse, the pace pulse could have been falsely counted as the heart rate.